Manufacturer narrative:
Age/date of birth: please note that this age is the average age of the patients reported in the abstract, as the actual age of patients involved was not provided. Date of event: please note that this date is based off the date of publication of the abstract as the actual event date was not provided. The main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_ins_stimulator, product type: implantable neurostimulator. Please note that there was no specific device information provided in the abstract. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Romito, l.m., scerrati, m., contarino, m.f., iacoangeli, m., bentivoglio, a.r., albanese, a. Bilateral high frequency subthalamic stimulation in parkinson's disease: long-term neurological follow-up. J neurosurg sci. 2003; 47(3): 119-128. Summary: high frequency stimulation of the subthalamic nucleus (stn) is gaining recognition as a new symptomatic treatment for parkinson's disease (pd). The first available long-term observations show the stability of the efficacy of this procedure in time. Reported events: an unknown number of patients with bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) experienced transient psychosis related to the surgical procedure. An unknown number of patients with bilateral stn dbs for pd experienced unexplained switching-off of the stimulation.